Manufacturer narrative:
The field service engineer (fse) found the measuring cell needed to be replaced; the fse replaced the measuring cell. Calibration was last performed on (B)(6) 2022. The signals were slightly lower for both calibrator levels. No qc data was provided; the customer indicated qc was acceptable. No issues were identified during a review of the alarm trace data. The service actions resolved the issue.

Event description:
The initial reporter complained of a discrepant result for 1 patient sample tested for elecsys hcg + beta test system (hcg + b) on a cobas e 411 immunoassay analyzer. The initial result was 1.08 miu/ml with a data flag. The initial result was taken to the physician where it was asked if they would like the sample repeated as it did not match the patient result history. The physician requested the sample be repeated. The repeat result was 271.3 miu/ml with a data flag. The hcg + b reagent lot number was 584579. The expiration date was not provided.